Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-02601 for the other associated device information. It was reported to boston scientific corporation that two profile polypectomy snares were used during a procedure performed in (B) (6) 2009. According to the complainant, during the procedure, the snare failed to retract over the polyp. A second snare, from the same lot, was used and the same incident occurred. The procedure was successfully completed with another profile polypectomy snare. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).